Manufacturer narrative:
Investigation results: visual inspection : without a provided product, a investgation or visual inspection is not possible. Batch history review : the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures. Preventive measures: due to the lack of the information and without a product at hand a clear root cause could not be established. A product safety case was initiated. Notification number (700003390).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx054z as vega ps tibial plateau cemented t2+. The original implants had been a vega knee system, which later required tibia revision. This initial procedure occurred in (B)(6) 2017. It was noted that no cement adhered to the baseplate. The cement mantle was still complete on tibia. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under (B)(4). Involved components: nx221 - vega ps+ gliding surface t2/2+ 12mm, 52351863. Palacos r cement.